Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm and unexpected battery power loss anomaly due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 250 mg/dl. The customer was assisted with troubleshooting. Customer reported they were unable to clear the alarm. Customer able to complete rewind. Customer stated that they received alarm three time after battery change. Customer stated that they put on another battery but the insulin pump did not turn back on right away. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.